Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that while sealing the left gastric vein, oozing occurred although an end tone, indicating a completed seal, was heard. The oozing was stopped with manual suturing. There was no pt injury.